Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k926214. Device manufacturer date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. It is likely that the actual sample was used in combination with a sharp device, such as a metal needle, which is contraindication for this product. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4)

Event description:
The user facility reported that the radifocus guidewire was used during the procedure. During an atrium intervention; femoral access, the coating or a piece of the terumo wire was left in the lumen vessel. After a computed tomography scan (CT) investigation they noticed that there was a piece of the wire still inside the vessel. After several calls the nephrologist stated that the vascular surgeon reported that this issue happened because of a mistake by the user. It might have been caused by a sharp device and a too strong pulling of the wire, and he pointed out that this was not a product issue but a user error. They will remove the part during the next days. The procedure outcome was not reported. The patient was not harmed.